Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter. Customer used an alternate wall adapter and the pump charged successfully. The customer¿s blood glucose level was 179 mg/dl.